Event description:
It was reported that an unknown size 8300ab intuity elite valve in aortic position was explanted after an unknown implant duration due to high gradient. The patient presented with a shortness of breath and fatigue. Avr was completed with an unknown valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.